Manufacturer narrative:
Additional information added in b tab-event date updated. Investigation results: our quality engineer inspected the representative samples submitted for evaluation. Bd received 80 sealed representative 22 ga x 1.00in iag bc samples from lot #4270298. A sampling of 20 units were randomly selected for functional testing. A gross visual inspection was performed, and no abnormalities or defects were observed. Tip adhesion was broken, and the needles were retracted into the barrel. There was no splitting or separation of the catheters were observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Event date updated.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc catheter split. The following information was provided by the initial reporter: the issue was that when the nurses advanced the catheter, it split from the needle, resulting in the patient having to be stuck again. 30 january 2025: confirmation on occurrence. Did this occur 80 times? 80 patients? Or do they have 80 units to return? Kindly confirm how many times this occurred. Did the catheter separate after placement or did the catheter release prematurely? Reply to below email items #1 & #2 and previous email regarding lot number. Occurred 3 different times, 3 different gi lab nurses, on 3 different patients, all who needed to be stuck again. Pulled 80 each of this lot number 4270298. Returned 5 last week for samples, still have 75 on my desk. Catheter split on angle off to the side as being inserted.